Manufacturer narrative:
Correction: h6 health impact, clinical code should not include "dyspnea" it should include "respiratory failure".

Event description:
It was reported that the patient experienced discomfort, shortness of breath, and received an inappropriate shock from the pacemaker. The patient had previously undergone multiple interventions to address these issues. The device was equipped with a remote monitoring tracker intended to send updates to the physician; however, the tracker failed to detect critical low readings. Unfortunately, the patient passed away due to acute respiratory failure and could not be resuscitated because the pacemaker was not active at the time of the event.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5178530. D4: primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.